Manufacturer narrative:
B3 date of event - estimated.

Event description:
It was reported that four fibers were used for this procedure. The fibers had decreased energy and burnt out, and the console malfunctioned. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.